Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Choking/almost choked [choking] bleeding nostril [epistaxis] coughing [cough] stinging nostril [rhinalgia] stabbed in the nose - skin [skin injury] top part fell off...head jerked off - oral-b [device breakage]. Case narrative: 26-year-old female consumer via phone stated that the top part of her oral-b battery toothbrush fell off when she was brushing her teeth and she choked on it. The oral-b toothbrush head jerked off and the toothbrush stabbed her in the nose, causing bleeding. She also experienced coughing and stinging nostrils. No serious injury was reported.